Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify a15/e15 alarm due to blank display. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a recurring alarm. Blood glucose level at the time of the incident was not provided. The customer stated the basal rates, bolus wizard, time and date were erased. Customer also reported that the device had a blank display. Self-test was performed and failed. The customer did not complete the troubleshooting as the insulin pump would be replaced. The customer returned the product for analysis.